Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revisions on (B)(6) 2007 due to erosion and exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: sui, paravaginal cystocele defect, rectocele, dysmenorrhea, llq pain. Concurrent procedures: rectocele repair, cystoscopy. It was reported that following insertion the patient experienced chronic infections, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2008 due to mesh exposure and erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.